Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. The reported machine has been investigated by our field service engineers at customer site, they found that the o2 gas module was defective. The reported issue has been resolved by replacing the defective o2 gas module and the machine passed all the tests. No device logs were provided and no parts returned for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).